Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had missing end cap sticker.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 147mg/dl. The caller stated that the insulin pump alarmed during prime, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.